Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/20/2015 as follows: the battery compartment was found to be cracked on the side, at the threads. The returned battery cap was found to have the spring detached; a test battery cap and the returned cartridge cap were used during the investigation. Complete testing was prohibited due to a call service alarm failure. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the battery compartment was cracked. Reportedly, there was no damage to the battery cap and no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.